Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt was unhappy with her results. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 07/22/2009, 07/27/2009, 07/31/2009, 08/06/2009, and 08/13/2009 by phone, fax, and mail. A completed questionaire has not been received. This report was mailed to FDA on: 08/20/2009.